Manufacturer narrative:
The device was in service for approximately 5 years, 5 months before being abandoned / capped on (B)(6) 2002. The device was used for treatment and not returned for analysis, therefore, the clinical observation could not be confirmed. There was no performance related failure reported by the user. Based upon the bin prefix of this serial number this lead was manufactured prior to 1997, the device history record for this lead model is beyond oscor's record retention period. Inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. No further follow-up is required. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
It was reported that patient has abandoned system and that they are going to extract on the right side. Rep not sure what they are doing with the active left side leads. Patient has infection but she is not sure what it is from. Uti and something else going on. Abbott northwestern hospital. Rep working with hcp dr. (B)(6) but they aren't sure who is going to do the procedure. Rep not sure of event date but is going to try to find out more information. Rep not sure when they are going to be able to replace device so rep wanted to know behavior if they go past 90 days. Discussed bcd behavior and can't ensure therapy. Patient is in the hospital and is being monitored. Requested that rep call back with any updates or log in iris. Rep said that physicians are still discussing the plan with the patient. Follow up information received (B)(6) 2022: the patient's device (pacemaker) was removed. The pacemakers battery was 90-days past elective replacement indicator (eri). The lead was surgically capped on (B)(6) 2002 for reasons unknown. The lead remains implanted in the patient (capped). No additional information is available. Reference report # 1035166-2022-00075.

Manufacturer narrative:
The following sections were updated in follow-up 1: b4, g3, g6, h2, h10 and h11: correction in h10: from - the device was in service for approximately 5 years, 5 months before being abandoned / capped on 11/01/2002. To - the lead was in service for approximately 24 years, 9 months before being abandoned / capped on 03/10/2022 (out of service date). Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.